Event description:
The customer stated that on (B)(6) 2008 and at approximately 3:17 pm, a patient's abp value violated the control limit and the mp70 monitor did not alarm.

Manufacturer narrative:
The customer stated that on (B)(6) 2008 at approximately 3:17 pm, a pt's abp value violated the control limit and the mp70 monitor did not alarm. A philips response center specialist, worked with the site's biomedical engineer to retrieve the monitor alarm log which indicated that the monitor did alarm at 3:15 pm. In addition, the available info shows that the monitor is currently in use at customer's site. A trending query did not yield any indication of a systemic issue. The available data does not support that a malfunction occurred. No other calls were logged and no further investigation or action is warranted. A written replay describing out investigation findings was sent to the customer. (B)(4).